Manufacturer narrative:
(B)(4), vulvar pain, bleeding during intercourse , dyspareunia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patent underwent an obturator sling procedure on (B)(6) 2009. During the initial procedure, the patient was difficult anatomically to place the helical passer and the surgeon noted more blood loss from the site than expected. The estimated blood loss of the case was 300cc. The bleeding was noted to be brisk, but no pulsita and the surgeon opined that it was probably caused by the circumflex vein near the obturator foramen. The blood loss was not significant enough to affect the patient's vital signs. There was no medical or surgical intervention performed as a result of this bleeding. The physician noted symptoms of erosion on (B)(6) 2010. The physician stated that a one centimeter edge eroded on the right side near the sulcus. During the reoperation on (B)(6) 2010, 1.5 cm of the tape was excised and the area was closed. Following the reoperation, the patient's symptoms resolved and patient's status was said to be stable but incontinent again. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2009 for stress incontinence. Following the procedure, the patient experienced vulvar pain, as well as bleeding and pain with intercourse. The patient had an ultrasound done in (B)(6) 2010. The patient was diagnosed with erosion and a second procedure was done on (B)(6) 2010 to cut out part of the sling. Currently, the patient &aposs incontinence is described as the same or possibly worse than before the initial surgery